Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff would not inflate. The alleged issue was detected during pre-testing. No patient injury reported.